Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a gradual increase in impedance measurements to greater than 125 ohms. All other lead diagnostics were noted to be normal. The system will continue to be monitored with increased follow ups. There were no adverse patient effects reported. The system remains in service.